Manufacturer narrative:
Updated data: h2 h3 h6 image review: 13 fluoroscopic cine loops of the pre-balloon dilation and implant procedure were provided for review of the event described above. Patient summary was also provided for anatomical review. Adverse events that may be associated with the use of the evolut system according to its instructions for use (IFU) include, but may not be limited to, underexpansion of the valve frame. Image 1 from the patient summary showed that the correct evolut valve size was selected according to medtronic size recommendation. Image 2 visualized severe calcification in the valve. Image 3 showed the pre-balloon dilation performed with a 22 millimeter (mm) vacs iii non-compliant balloon ¿ 1 mm too large as per medtronic sizing guidance. Image 4 indicated that the valve frame does not expand fully. In both images 3 and 4, a large block of calcium on the left coronary cusp (lcc) side of the balloon and later evolut frame can be seen. Images 5 and 6 showed another implant attempt and both demonstrate the severe underexpansion of the evolut frame in right anterior obilique-caudal projection and less in open-arch left anterior oblique (lao) view. Image 7 showed the pre-implant fluoroscopic check with no sign of inflow-crown overlap which sometimes may contribute to the formation of an infolding / frame underexpansion. Images 8 and 9 showed the severe calcification in the native valve. The root cause of the valve frame¿s underexpansion must be seen in the severe calcification of the native aortic valve, that, even after two pre-balloon dilations, prevented the evolut frame from fully expanding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a clear 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. Thrombus was observed on the commissures. All commissures appeared intact. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the receipt condition, a deployment simulation to evaluate against the alleged frame expansion event cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedural planning for evolut fx+ 26 millimeter (mm) transcatheter aortic valve implantation, computed tomography scan was performed to measure the annulus and assess suitability, revealing excessive calcified aortic valve leaflets with asymmetric calcium distribution. The procedure was initiated via an 18 french (fr) non-medtronic introducer sheath (sentrant) from the right groin using a non-medtronic guidewire (boston scientific safari xs). Pre-balloon aortic valvuloplasty was performed with a 22 mm non-medtronic balloon (vacs iii) after fluoroscopic inspection confirmed appropriate valve load and positioning. On the first deployment attempt, the valve was implanted at 3mm on the non-coronary cusp (ncc) but was underexpanded. The valve was recaptured and repositioned at a new implant depth of 5mm, but underexpansion persisted without evidence of infold. The valve was recaptured again and retrieved from the patient, followed by a second balloon aortic valvuloplasty with the same balloon. A third implantation attempt was made, but the valve frame still did not expand. The physician decided to retrieve the valve and abandon the procedure, with plans to reevaluate for an alternative valve or cardiac surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves; product ID d-evolutfx-2329; product lot/serial number 0012827587; product type: heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.